Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and a haptic tore as the lens was being inserted. The incision was enlarged to remove the lens and sutures closed the wound. Another same model lens was implanted.

Manufacturer narrative:
Eval: results: visual inspection of the returned product showed a piece of the optic and a haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge; the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.